Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the "clips not secure within jaw with instrument falling out prior to firing. Jaw alignment or clip size incorrect". A second device was used to complete the case. There was no consequence to the pt. 9/3/96 no clips were lost in the abdomen, the instrument not applied to vessel. Surgeon made visual assessment of jaws malaligned.